Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.0 diopter implantable collamer lens in (B)(6) to the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022, the lens was explanted. On this same date a replacement lens of shorter length was implanted and the problem resolved. The cause of the event was reported as unknown.